Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of varices procedure. The exact procedure date was unknown. During the procedure, the first band was deployed correctly; however, the other bands were overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Additionally, it was reported that that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit). Per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a050501 captures the reportable event of bands unable to deploy.